Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a button error alarm after programming a bolus. The customer reported that the insulin pump may have recently been exposed to moisture. Blood glucose level at the time of the incident was 155 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces. No moisture damage inside pump noted. All of the buttons are functioning properly, no stuck buttons or button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.